Event description:
It was reported that the patient experienced pectoral stimulation and was seen in the hospital for follow up. The cardiac resynchronization therapy pacemaker (crt-p) was then found to be in safety mode during interrogation. The patient is pacemaker dependent, therefore was hospitalized for 3 days, during which the patient experienced pacing inhibition that resulted in a pause of 8 seconds. In addition, the patient also experienced syncope and loss of consciousness. The crt-p was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient experienced pectoral stimulation and was seen in the hospital for follow up. The cardiac resynchronization therapy pacemaker (crt-p) was then found to be in safety mode during interrogation. The patient is pacemaker dependent, therefore was hospitalized for 3 days, during which the patient experienced pacing inhibition that resulted in a pause of 8 seconds. In addition, the patient also experienced syncope and loss of consciousness. The crt-p was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient experienced pectoral stimulation and was seen in the hospital for follow up. The cardiac resynchronization therapy pacemaker (crt-p) was then found to be in safety mode during interrogation. The patient is pacemaker dependent, therefore was hospitalized for 3 days, during which the patient experienced pacing inhibition that resulted in a pause of 8 seconds. In addition, the patient also experienced syncope and loss of consciousness. The crt-p was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. Testing of the interior of the device indicated that the element composition did not have hydrogen counts present. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.